Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 valve, the commander delivery system balloon inflated partially, then ruptured during deployment. The valve was sealed enough to prep a second delivery system and inserted to achieve full deployment. A pinhole leak at the proximal end of the balloon was observed, near the balloon bond. There was no patient injury. Per images received, a leakage was observed at the proximal end, there was no evidence of a balloon rupture observed.

Manufacturer narrative:
Correction to section h6 per evaluation. The delivery system was not returned to edwards lifesciences for evaluation. A review of imagery of patient's anatomy showed tortuosity in access vessel, and calcification in native annulus. A review of photo received showed crimp balloon leakage. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on evaluation of provided imagery. Due to the unavailability of the device, engineering was unable to perform any visula, functional, or dimensional analysis; therefore, a manufacturing non conformance was unable to be determined. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''the commander delivery system balloon inflated partially, then ruptured during deployment. A pinhole leak at the proximal end of the balloon was observed, near the balloon bond.'' As the delivery systems are 100% tested for leakage during manufacturing, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. It is possible high forces on the system during valve alignment resulted in the observed difficulty during valve alignment and balloon damage. Potential sources of high forces include valve alignment in a tortuous anatomy or with an altered balloon profile. The provided imagery revealed the access vessel was tortuous. Tortuosity in the access vessel can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher than normal alignment forces creating high tension in the system. It is also possible that excessive manipulation was used to overcome any tension may have resulted in damage to the balloon or delivery system that caused the reported leakage. Without applicable patient or procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section, excessive manipulation) may have contributed to the complaint event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.